Event description:
It was reported that "was getting the mantis set ready to be sent out and noticed the tips of the cannulated taps & awl were all broken."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.